Manufacturer narrative:
A sample was received for investigation. A visual inspection found a cracked enclosure. Functional testing was done by filling the tank with water, attaching temperature check, plugging in line cord, and turning on power switch. Functional testing confirmed the reported problem. The cause of the problem was due to a faulty printed circuit board (pcb). A device history review (DHR) was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the liquid crystal display (lcd) malfunctioned. No patient injury was reported.